Event description:
Fixator was applied to treat a distal radius fracture. Subsequent follow up visits revealed the screw clamp was loose. Md retightened at each visit. The md ultimatey replaced the fixator during a follow-up visit.